Event description:
The pipette tips for the instrument were occluded at the tip. The tips were not used to run pt results and were discarded by the account. The account is now checking all tips to ensure the tips are not occluded.